Manufacturer narrative:
Isi has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm the customer reported failure mode. The unit had a short circuit inside the box and burn marks were observed on the sheet metal corners. The unit was unable to be tested due to the damage and was scrapped. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer experienced a system error. The customer observed a message on the vision side cart stating that the patient side cart (psc) was running on battery and to check the ac power. Furthermore, the led's on the patient side manipulator (psm) were yellow and the battery led's on the psc were orange. The customer attempted to troubleshoot several times but was not able to recover from the faults. The surgeon made the decision to convert to a traditional open surgical procedure. There was no report of patient harm, adverse outcome or injury. A technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the tfs replaced the medical grade power supply (mgps).